Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient presented with syncope. Monitoring shows atrial sensing and ventricular pacing, but ER physician states patient has had ventricular pauses up to 6 seconds on the monitor in the ER and patient is syncopal with the pauses. Rv impedance is 660ohms with thresholds of 1.0v @ 0.4ms. There are no sensed r waves since patient is dependent. There were some atr episodes recorded in the device this morning which appears to be noise on the atrial lead.